Event description:
It was reported that unit was operating at an abnormally high temperature after an hour of use. It was further reported that it was operating at 42 degrees celsius after checking the unstable image on the screen. It was reported by the account that they believe this to be an issue when the unit is running for an extended period of time.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.